Manufacturer narrative:
The sodium electrode lot number is beg57 and the chloride electrode lot number is bhp08. The electrode expiration dates were requested, but not provided. The field service engineer could not determine a cause. A probe was cleaned and adjusted. The sample probe syringe, dilution vessel, vacuum nozzles, and sipper nozzles were cleaned. Wash maintenance, mechanism checks, and ise checks were performed. An air purge and reagent priming were performed. Calibration, controls, and precision studies were run. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and chloride electrode on a cobas 8000 ise module. The physician requested a repeat of the sample. The sample initially resulted in a sodium value of 124.8 mmol/l. The sample was repeated, resulting in a value of 141.2 mmol/l. The sample was also repeated on a second analyzer, resulting in a value of 144.9 mmol/l. The repeat value of 141.2 mmol/l was deemed correct. The sample initially resulted in a chloride value of 91 mmol/l and it repeated as 100.6 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The sodium electrode expiration date is 22-oct-2025 and the chloride electrode expiration date is 10-sep-2025. Precision studies were acceptable. The customer stated that quality control recovery was acceptable. A review of alarm trace data showed abnormal aspiration errors. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. The customer did not report any additional issues after performance of the service actions.